Event description:
Patient experienced hyperglycemia of 200-400 mg/dl for 1 week. She changed the accessories and delivered insulin via the infusion device, but this did not lower her blood glucose. Her infusion site was painful, and she initially believed this was the cause. She switched to a different type of infusion set, but this did not resolve the issue. She now believes the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.